Event description:
Patient reported that the meter to lab comparison (done one hour apart) was 158 mg/dl (ss) and 121 mg/dl (lab), respectively (31% difference). No symptoms were reported. No other info was provided. Unable to reach pt by phone to verify or obtain add'l info. A letter was sent to pt requesting the pt to contact co. The meter was replaced. There was no allegation of harm.